Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation was performed (B)(6) 2015 at (B)(6). Hiatal hernia repaired as part of implant surgery. Uneventful device explant due to dysphagia on (B)(6) 2016. Linx system found in correct position at time of explant. Patient condition reported as fine.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation was performed (B)(6) 2015 at (B)(6). Uneventful device explant due to dysphagia on (B)(6) 2016. Linx system found in correct position at time of explant. Patient condition reported as fine.